Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Shaft frosting seen in two cryoprobes. Both failed pertest and were replaced.